Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Event description:
It was reported that unit is showing blue screen with a message: "a problem has been detected and windows has been shut down to prevent damage to your computer.". Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The suspect device was not returned; however, the device log files were provided for further evaluation. Technical support found multiple errors present on the device log files indicating an issue with the mainboard. Technical support provided a replacement mainboard to the customer site to resolve the reported malfunction.